Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. It was suspected that the lead had dislodged. The lead was reprogrammed to rv pacing. No further information was available.